Event description:
Customer reported air bubbles in his infusion set's tubing and reservoir. The customer was advised that rewinding the insulin pump could create air bubbles. He stated that his insulin pump had not been rewound with the reservoir in place. The customer was advised to deliver 5 units of fixed prime until the air bubbles are no longer visible. The customer was also advised to store his insulin at room temperature to prevent future problems. Customer's blood glucose was 118 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.